Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Performance data collected from the device was analyzed and indicated the device is approaching elective replacement indicator. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to possible early battery depletion. The battery voltage of the crt-d was at rrt, however the rrt message did not display on the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.